Event description:
A us distributor returned a monitor indicating that the monitor could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, there was no driven ground signal. Upon eval, the belt receptacle was damaged. The cause of the inability to complete testing is the lack of driven ground from the damaged receptacle. The root cause of the damaged receptacle cannot be positively identified but is likely excessive force at the receptacle while an electrode belt was connected. No adverse event resulted from the damaged receptacle.